Manufacturer narrative:
Final device analysis results reveal that both b+ battery bond wires were lifted from the circuit board pad. Results from laboratory functional testing show no output or telemetry from the unit. Inspection after destructive analysis shows both #3 circuit feed thru wires were lifted from the circuit board pad. The epoxy bonds are broken between the hybrid and both battery terminals. Device service life was 49 months. Summary of investigation: analysis results confirm the reason for device return. Product evaluation of the ins found the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. Review shows the returned device serial number is part of the affected sn range for the kinetra broken wire bond recall.

Event description:
The product was returned from the another country facility stating the device had reached end-of-life (eol) and that the pt's parkinson's symptoms had worsened suddenly, requiring hospitalization. The product report also indicated that the returned device serial number was part of the affected sn range for the kinetra broken wire bond recall. Add'l info was requested. The hcp provided to the rep on 02/02/2007 that once the ipg was replaced, the pt's symptoms improved and he was discharged from the hospital in another country. The reported pt simptoms attributable to the reported product problem included sudden onset of increased bradykinesia and rigidity. Product interrogation at follow-up showed the device had reached eol when checked with the programmer. The device was replaced in 2006 after approx 49 months implant duration. The product had been implanted four years earlier.